Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer was instructed by tandem technical support to perform a system check, and it was discovered that the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. Reportedly, the off-label insulin usage resulted in a blocked cartridge. Customer changed cartridge and infusion set to address the issue.